Event description:
Litigation alleges that the patient suffers from discomfort, pain, stiffness, loss of motion, and upon information and belief, osteolysis, loosening and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, and he has or is at risk for metal toxicity.

Event description:
Litigation alleges that the patient suffers from discomfort, pain, stiffness, loss of motion, and upon information and belief, osteolysis, loosening and/or dislocation of the hip, all of which results in difficult and painful mobility and ambulation, and he has or is at risk for metal toxicity. Update: 4/11/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Added: date of birth, weight, event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the provided part and lot code combinations. A lot specific complaint database search was not possible for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/14/15-pfs and medical records received. After review of the medical records for MDR reportability, medical records indicate it was actually the left hip, not the right hip. Revision operative note indicated pain, corrosion, mildly elevated ion levels, and metallosis. There was no mention of osteolysis, loosening, or dislocation. The unknown depuy product is being changed to a stem and the lot number for the liner is invalid so its being left as unknown at this time. No labs were provided for the alleged high metal ions. The complaint was updated on: 8/4/2015.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the provided part and lot code combinations. A lot specific complaint database search was not possible for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.